Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental correction submitted to correct that this complaint no longer qualifies as a reportable event as it was confirmed that there was no device malfunction allegation.

Event description:
It was reported that this implantable pacemaker device was suspected by the patient to be not working. In addition, the patient also experienced heart racing. Additional information from the field indicates that the patient did not have any remote interrogation in the past two years. The device remains in service. No adverse patient effects were reported. Additional information from boston scientific technical services (ts) that there was no allegation against the device. This was due to the patient experiencing heart racing and atrial fibrillation (af) symptoms. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device was suspected by the patient to be not working. In addition, the patient also experienced heart racing. Additional information from the field indicates that the patient did not have any remote interrogation in the past two years. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Supplemental correction submitted to correct that this complaint no longer qualifies as a reportable event as it was confirmed that there was no device malfunction allegation. B5: summary of event, h6: device codes, and h6: patient codes have been updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis did not confirm the reported device observation. The device has passed the functional test. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable pacemaker device was suspected by the patient to be not working. In addition, the patient also experienced heart racing. Additional information from the field indicates that the patient did not have any remote interrogation in the past two years. The device remains in service. No adverse patient effects were reported. Additional information from boston scientific technical services (ts) that there was no allegation against the device. This was due to the patient experiencing heart racing and atrial fibrillation (af) symptoms. No adverse patient effects were reported.